Event description:
It was reported that the customer's insulin pump had a frozen display. The blood glucose reading was 164mg/dl. Troubleshooting was performed. The buttons were unresponsive. Advised the caller to remove the battery for five minutes and to insert a new battery, but the device was not frozen. The mother also mentioned getting error alarms. Advised the caller that the insulin pump would be replaced and revert to back up plan. During the call, the mother stated that the paramedics were called, and he was taken to the hospital due to diabetes ketoacidosis, and his blood glucose reading was 535mg/dl. The customer was vomiting and not feeling well prior to his admission. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with no act button response due to flattened act button dome switch. No frozen display during testing. Unable to perform all functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response.